Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 54.2cm was returned for analysis. External insulation abrasion was noted at 7.0-7.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted 12.2-17.1cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted 8.3-11.6cm from the distal tip. The rv conductors were separated at this location. (B)(4).